Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the time and date on the pump had reset and as a result the patient experienced a serious hypoglycemia event. Reportedly, the patient¿s blood glucose (bg) reading was at 45 mg/dl with confusion and/or disorientation and profuse sweating. The patient did not report receiving any treatments above and beyond the usual routine of diabetes care and management and had remained on pump therapy without any recent changes to pump settings. Customer support reviewed the time/date reset issue with the patient and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/06/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found that on the day prior to the event date, the time/date reset to default after a pump reboot and the time was set incorrectly. On the event date, approximately 15 hours after the time was set incorrectly, another time/date reset to default occurred after pump reboot. The time was set correctly on the second occurrence. On investigation, the pump powered up with the appropriate audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was within specifications. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the reported time/date issue, the battery compartment was found to have cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.